Event description:
Related manufacturer reference number: 3006705815-2019-02255, 3006705815-2019-02256.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-02255, 3006705815-2019-02256. It was reported the patient was experiencing uncomfortable stimulation during an MRI scan. The ipg was placed in MRI mode prior to the MRI scan. Follow-up information indicated that a manufacturer representative troubleshooted the system and no abnormalities were discovered and that the issue has resolved on its own. The device is providing therapy.